Event description:
On (B)(6) 2009, pt reported while changing the cartridge, she rewound the piston rod to the bottom of the cartridge compartment, the piston rod continued spinning, and the infusion device emitted a noise that was much quieter than its normal sound. Pt reported no error or alert displayed on the infusion device screen. Pt stated after 30-45 seconds of spinning, she removed the battery from the infusion device. Pt stated that she noticed moisture inside the cartridge compartment. Had pt insert a new battery in the infusion device and attempt to rewind the piston rod. Pt reported the piston rod spun continuously and emitted a grinding noise. She reported no error display. Pt reported she noticed moisture inside the infusion device that smelled like insulin. Pt explanted that she dried the cartridge compartment with a blow dryer after she discovered the problem with the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.